Event description:
Initial info was received by a sales rep from a physician on (B)(6) 2011: a female pt (unspecified age) received poly-l-lactic acid [sculptra aesthetic] (lot # and expiration date not provided) (sculptra aesthetic) on an unk date for unk indication. The physician reported that she had a nodule that had to be removed. No further relevant info reported.